Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut through 16 cm distal of the is-1 connector pin. A proximal and a distal fragment were returned. In-between, about 2 cm of the lead body were missing. The available lead fragments underwent a thorough analysis. The visual inspection found multiple signs of wear and tear. Especially between 13 cm and 11 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is with high probability the cause for the clinical observation. The damage manifestation speaks for unexpectedly early wear, which leads to the suspicion of strong mechanical stress on the lead. Reasons for an increased stress level in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and further information about the patient. An accumulation of various influence factors should be considered. These include a strong ingrowth response of the lead in the distal region and an unfavorable implantation position. In addition, both the individual anatomy and an increased physical activity of the patient, especially of the upper body, play a role. Furthermore, a deformed shock coil was detected during the visual inspection. The shock coil was pushed towards distal, the rope conductor to the ring electrode was pulled out of the lumen in this area. It can be assumed that these damages are a result of mechanical force impact during the extraction. Since the lead was cut into pieces in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No anomalies could be detected. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.

Event description:
Ous MDR. After an implantation period of 28 months a decrease of the pacing impedance of less than 200 ohms was reported. The lead was explanted and replaced.